Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years post implant of this bioprosthetic valve, the valve was explanted and replaced due to aortic insufficiency. The insufficiency was caused by two torn leaflets. No additional adverse patient effects were reported.